Event description:
Complaint from healthcare professional that pt was hospitalized dka. No alarms and no delivery of insulin. No leaks were detected. No other troubleshooting was done. Pt has returned home with stable blood sugars was contacted sevral times for return of device. Mfg has yet to receive device. Mfg reporting info to the best of co's knowledge.

Manufacturer narrative:
Final analysis was unable to confirm complaint.